Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture due to the device being in the bra. Customer's blood glucose reading at the time of the call was 267 mg/dl and customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.